Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4), showed that the battery had a reduced capacity due to a overdischarge condition. The device showed no telemetry or output. It was found that the device had 1 overdischarge which and was able to be recovered successfully with one physician mode recharge (pmr) procedure. Good stable output was then able to be observed. Inspection of the connector ports, setscrews, and grommets were showed that they were ¿ok¿. Recharging results showed no coupling issues (at room temperature with 1 cm of spacing) and matched a known good neurostimulator. Normal impedances were seen. (B)(4).

Event description:
It was reported that the patient could not get coupling and was unable to recharge her stimulator. After three weeks of use, the stimulation was fully discharged and stopped functioning. A longevity calculator estimated the recharge interval or early replacement indicator at 3.1 weeks and end of service at 4.18 weeks. In addition, the abdominal implant site was uncomfortable for the patient. The patient had the stimulator moved to her back on (B)(6) 2011. After the revision, the hcp tried to recharge the device without success. They tried to force the charge but could not obtain any coupling, even when using a different recharger. The device could not be restarted in physician mode. The device was superficial enough, and it was determined that the device was malfunctioning. The device was scheduled to be explanted and replaced on (B)(6) 2011. It was reported that there was no patient injury. Patient outcome was not known.